Event description:
Pt was undergoing angioplasty and stent placement to right coronary artery. Guidewire advanced into a small marginal sidebranch of the rca, and then couldn't be manipulated out of the branch, requiring manipulation with a balloon. The distall tip remained in the marginal branch, deeply embedded. Due to stent placement, pt was already requiring anticoagulation. No increase in length of stay. Pt discharged within 5 days of the event.